Event description:
During performance of the esophageal dilatation, the tip of the size 12 pilling esophageal dilator separated from the shaft of the dilator and became lodged in the esophagus distal to the site of the esophageal stenosis. Gastroenterology was consulted intraoperatively and the foreign body was removed under fluoroscopy. This type of letter is no longer manufactured by the company.